Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown , expiration date - unknown, date implanted - unknown, date explanted - unknown, (B)(6). Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." Number 15 states, ¿interoperative or postoperative bone fracture and/or postoperative pain.¿ product location unknown.

Event description:
Information was received based on the review of the journal article titled, "factors influencing patient satisfaction two to five years after primary total knee arthroplasty." This study identified 1009 primary tkas that were performed between november, 2007 and march, 2012. This article reported twenty-two patient deaths occurred during the follow-up period. Twenty-seven patients of the remaining 986 tkas required revision procedures due to the following reasons: (15) due to instability, (5) due to stiffness, (4) due to infection, (2) fixation procedures due to periprosthetic femoral fracture, (1) due to tibial misalignment. In conclusion, approximately 3% of the patients in this large, single-surgeon series required reoperation and 10% of patients were not satisfied with their tka procedure.

Manufacturer narrative:
This supplemental report is being submitted to address only one event of the article. The following fields have been updated with additional/updated information. The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number/lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on the review of the journal article titled, "factors influencing patient satisfaction two to five years after primary total knee arthroplasty." There are multiple events reported in the article. This report addresses the fifteen (15) patients that required a revision and were treated for instability, with fourteen (14) having a poly swap and one (1) with a femoral revision and poly swap.there was no additional information provided and patients outcome is unknown.